Event description:
According to the reporter: the customer reports that after using the suture during an orthopedia intervention: they found infected granuloma. Pts had to be admitted in emergency for a check up and one of them had to be kept in hosp. Had to go under an add'l intervention due to the suspect aspect of the wound. Aesthetic issue for the scar. They now use another brand of suture.

Manufacturer narrative:
(B)(4).